Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision of mesh on (B)(6) 2013 due to mesh erosion into the vaginal wall.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2014 by due to erosion.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and obtryx and a mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent due to ovarian cyst, rectocele and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and vaginal scarring. It was reported that patient underwent procedure on (B)(6) 2014. No additional information was provided.